Event description:
Patient called lfs alleging that their meter was reading inaccurately erratic. Pt could not recall any exact blood glucose readings, however, pt reported obtaining close to a "400 mg/dl, 350 mg/dl, and 300 mg/dl" within 10 minutes. Pt explained that pt had been feeling sick, meaning edgy. Patient reported exercising following the use of the meter and took additional 5 units of insulin as pt normally does. No adverse event or serious injury occurred as a result. No medical care was sought from a health care professional. Patient reported using a syringe to take their insulin, rather than the doser on the meter. The customer service representative concluded that the patient had been applying blood to the test strip incorrectly. Patient did not have any control solution to perform a control solution test. The patient also reported that the meter would not start the countdown process unless the test strip was jiggled. Pt explained that the meter eventually stopped working. The customer service representative walked patient through troubleshooting, however, the meter had to be replaced based on an unresolved issue.